Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. The reporter indicated that the insulin on board calculation is not showing up correctly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up #1 date of submission 03/22/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the current total daily basal deliveries were correct and bolus deliveries were correctly reflected in the daily insulin delivery totals. No insulin delivery interruptions or pump malfunctions were observed in the black box download. Using patient settings, investigators performed ezcarb bolus with iob for carbohydrates with a blood glucose (bg) of 187mg, the pump correctly calculated a 0.5 unit bolus for the carbohydrates and 0.25 for the bg with -0.6 for the iob. Advanced featured were found to be calculating correctly. There was no defect found.